Event description:
Customer reported a no delivery alarm. The customer's blood glucose was 500 mg/dl. The customer stated that the no delivery alarm was resolved by a complete infusion set change. The customer declined to return the infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.